Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant of the right ventricular lead, low impedance was observed. The physician suspected that the lead had been damaged. The lead was successfully explanted and replaced.